Event description:
Patient underwent planned hardware removal after fracture healing due to irritation from distal end of plate. During removal, the surgeon was unable to disengage the screws from the plate. The surgeon cut 1/3 of the plate and severed three screws. Upon removal of these devices, the screws were noted to remain engaged with the plate. The surgeon was unable to explant the remaining screws and portion of plate.

Manufacturer narrative:
Synthes is unable to determine manufacturing site and manufacturing date without a lot number. Number cannot be determined without a part number or common device name. No investigation could be performed, no conclusion could be drawn as no device was returned.